Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had her interstim placed about 3 months ago. The patient had an MRI of her knee and during the scan, she felt a stimulation sensation during, so they stopped doing this. The patient wondered whether this would affect MRI. Patient services reviewed MRI guidelines for the patient and redirected to their healthcare provider (hcp). No further complications were anticipated/reported.